Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was performed to treat a lesion with heavy calcification and 100% stenosis in the proximal right coronary artery (rca). A 3.5 x 38 mm xience xpedition stent delivery system (sds) was advanced to the target lesion, but could not get positioned in the right place due to the heavy calcification. The sds was withdrawn with resistance noted due to the anatomy. Outside the patient anatomy, it was noted the proximal end of the struts were flared. Another sds was used to complete the procedure successfully. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported flared stent (material deformation) was confirmed. The reported failure to advance and difficulty to remove was unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with heavily calcified and 100% stenosed lesion causing the reported failure to advance. During removal resistance was felt with the anatomy causing the reported difficulty to remove and subsequent stent damage (material deformation). There is no indication of a product quality issue with respect to manufacture, design or labeling.